Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited high and out of range pacing lead impedance. Programming options were discussed; no changes or intervention were reported. No adverse patient effects were reported.

Manufacturer narrative:
H10: voluntary medwatch MDR report #: mw5145403.